Manufacturer narrative:
The device was evaluated by a third party who observed the internal shaft insulation was damaged. The device was replaced for the customer. The defective part is not expected to be returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause for the malfunction is likely improper handling by the user. However, a definitive root cause cannot be established. Olympus will continue to monitor the field performance of this device.

Event description:
A third party distributor reported to olympus, the bipolar hand instrument (shaft "hiq+", bipolar, 5 x 330 mm, isolated) could not be taken apart after the procedure . There were no usage problems during the procedure. There were no reports of patient harm.